Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a faulty patient board set caused no image to display. This faulty patient board set was most likely caused by a circuit board failure. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present when the olympus, model cv-190, video system center, was connected to a scope. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed using a different olympus, model cv-190, video system center. There was no patient injury, associated with the problem, reported to olympus.